Manufacturer narrative:
(B)(4). Batch # unk. Date of event: (B)(6) 2019. Event day was not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lobectomy procedure, after dissection, the vessels were retracted by silicon sling and transected by pve35a. After the transection of pulmonary vein, the transection line at the specimen side immediately started mildly bleeding at the side of the vessel. Several staple was observed to be loosen and fell off. The staple was sticking on the vessel, however it was malformed and a proper closed b-shaped could not be formed. It was "normal sized" pulmonary vein that was stapled and staples were malformed at the sides of the vessel. Surgeon cannot recall what size. Staple fell off afterwards. There was not a significant blood loss as metal clip was applied and the bleeder stopped. No transfusion was needed. Surgery was delayed by 15-20 minutes, surgery was successfully completed, and there was no patient consequence. Patient recovered well.